Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 10/27/96. On 10/28/96 after iabp for 21 hours, the "rapid gas loss" alarm sounded from the system 95 pump and blood was noted in the tubing. The iab was removed and a second was inserted into the pt. (Event complications: none from the event-reported 10/28/96). Pt's current status: critical-rpt'd 10/28/96).